Event description:
Catheter dislocation 3x in the same patient. Cuff doesn't fix subcutaneous in the skin. Catheter slips out.

Manufacturer narrative:
The devices involved were not returned for evaluation. A review of the manufacturing records indicated that al device specifications and quality requirements were satisfied. Without an evaluation of the devices involved we ae unable to determine the cause or factors that may have contributed to this event. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Potential causes for inadequate tissue in-growth include: infection, method for catheter fixation, wetting the catheter prior to insertion (wetting may impede tissue in-growth into the cuff,), use of drugs or other agents that may impede tissue in-growth into the cuff in relation to the exit site. Site care, diameter of tunnel for insertion, cuff size, and cuff nap (weave or fluffiness). As the 3 incidents occurred with the same patient it is likely the problem is patient related. Based on historic data this is not a systemic issue and is considered an isolated occurrence.